Event description:
It was reported that during a shoulder operation while trying to grasp a suture a piece fell into the patient. The broken piece was retrieved from the patient. The operation was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.